Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro shielded IV catheter the catheter was damaged, thus affecting flow of drug. Information regarding patient impact has not yet been obtained. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution did not flow through the catheter. The drug solution did not flow from the catheter when administering the drug solution to the patient. Additional information obtained based on sample received: an actual used sample and confirmed that there was a burr like substance on the catheter.

Manufacturer narrative:
Investigation summary: bd received a catheter adapter assembly and needle cover from lot 2305382 for evaluation. Additionally, eight photos of the issue were provided for inspection. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter appeared to be used but there was no physical damage or deformities found. Next, the engineer attempted to recreate the reported issue by pushing some water through the actuator and the septum to test for any leakage or blockage. No issues were found and the water flowed freely through the unit. Finally, the engineer removed the septum and actuator to inspect them for any possible damage but no issues were found with the components. Also, the provided photos were reviewed and the engineer did not identify any issues. The photos matched what the engineer found with the visual inspection. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection the engineer could not determine a definitive root cause for this issue.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro shielded IV catheter the catheter was damaged, thus affecting flow of drug. Information regarding patient impact has not yet been obtained. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution did not flow through the catheter. The drug solution did not flow from the catheter when administering the drug solution to the patient. Additional information obtained based on sample received: an actual used sample and confirmed that there was a burr like substance on the catheter.